Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. Following dilatation with a 2.5 mm balloon catheter, a 2.50 x 20 mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The lesion was dilated again with a 2.5 mm balloon catheter and one guide wire was added. The device was re-advanced but it was still unable to cross. Upon checking the stent outside the patient's body, a part of the edge was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported.